Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access irrigation set is too loose and causes solution to spray out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: upon further follow up with the reporter, it has been determined that the exact quantity of irrigation sets that leaked was reported as unknown; therefore, this complaint has been determined to be a duplicate complaint of (B)(4), submitted in MDR (B)(4). Should additional relevant information become available, a supplemental report will be submitted.